Event description:
Attorney's report of pt's alleged abdominal pain, cramps, migration of the mesh, mesh explanted and noted that the "patch was bent in an inverted cup-shaped fashion."

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.